Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that the drill bit fractured and became stuck in the attachment. There was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was not made available for return. The quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that the drill bit fractured and became stuck in the attachment. There was no patient impact, surgical delay or adverse consequences reported as a result of this event.